Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 37 and 48 hours. The pod was removed and the site showed a lump, was red and pus was coming out. The patient was taken to a doctor was prescribed clarithromycin. The patient's blood glucose (bg) level reached 15 mmol/l while wearing the pod. A new pod was placed to lower bg levels.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.